Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f9 (slide clamp alarm) was not found. An f94 alarm (configuration option settings checksum is not 0) was identified during functional testing and the review of the alarm log. The cause of the condition was determined to a damaged battery. To correct the condition, the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f_9 (slide clamp alarm (software version 1.09 or later)) alarm. This occurred prior to use of the device. There was no patient involvement. No additional information is available.